Manufacturer narrative:
Follow-up 4/6/2016: multiple follow-up attempts were made by tandem technical support; however, no further information was provided on the reported event. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level of 433 (mg/dl) and diabetic ketoacidosis. Customer addressed elevated bg levels and ketones by delivering a bolus and drinking water. While hospitalized, customer was treated with intravenous insulin and saline. System check with tandem technical support indicated the pump was performing as expected. Customer was still hospitalized at the time the event was reported.